Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that she was unable to test with her onetouch ultra2 meter. The customer service representative (csr) noted that the patient was testing in the meter's memory mode. The following complaint was classified based on information obtained from the csr. The patient alleged that the issue began on (B)(6) 2012 (at 5pm). The patient indicated, she does not manage her diabetes with oral medication or insulin and in response to the alleged meter issue the patient claimed she continued with her usual diabetes management routine. According to the csr's documentation, one to two hours after the alleged issue occurred the patient reportedly did not feel well and began shaking. The patient, however, denied receiving any form of treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the alleged meter issue was resolved with training. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. This complaint is being reported because, the patient reportedly suffered symptom suggestive of a serious injury after the alleged product issue began.